Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00910.

Manufacturer narrative:
Initial reporter (reporter title, reporter first/given name, and reporter last name) was gathered via follow-up.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00910.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00910. This report is in reference to a (B)(6) patient. It was reported the patient had lost therapy after experiencing a fall. An impedance check revealed high impedance. Reprogramming was unable to provide resolution. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00910. Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.